Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device (all channels) tested positive with microorganismes aerobies at greater than 108 cfu . The ofr hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) was conform, with results of less than 1 fcu. Ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Rrc (regional repair center) france olympus device evaluation findings are below: biopsy channel exchange as preventive maintenance channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. C cover insulation out of range. C-cover scratched. A-rubber gluing peel off connecting tube wrinkled, universal cord wrinkled, key top 1 cuts, knob play and less angulations. Customer cds checklist has not yet been received. Multiple follow ups were made, however, no response is received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " three attempts were performed to obtain the cleaning, disinfection, and sterilization checklist but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.